Event description:
Thrombectomy ¿ ¿this catheter was used for a removal of clots in the popliteal artery. It was midnight and an emergency case. The physician inserted the catheter and inflated the balloon. When he pulled out, he found all the tip part of the catheter had come off. The whole tip part was left inside the patient body. The procedure was over without add¿l treatment." Patient status ¿ ¿the patient keeps the catheter tip in his body. The physician is taking a wait and see approach.¿

Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add¿l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.